Event description:
Caller reported that on (B)(6) 2010, her compact plus system gave a blood glucose result of 341 mg/dl. She took 7 unuts of supplemental insulin based upon that result and 15-30 minutes later she experienced symptoms of hypoglycemia requiring her parents to intervene and treat her with sugar. Caller also reported blood glucose results of 337 mg/dl on mobile system (B)(6) 2010 at 0930 and 110 mg/dl on compact plus system (B)(6) 2010 at 0931. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips.

Manufacturer narrative:
The event occurred in (B)(6).